Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the right atrial (ra) lead was noted as dislodged with high capture and low p-wave amplitude. The lead was explanted and replaced to resolve the event and the patient's condition was stable.